Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, noise was noted on the right ventricular lead which presented as an episode of high ventricular rate. The patient was not symptomatic. The noise was not producible in clinic and the lead tested out fine. An echocardiogram was performed and appeared normal. Fluid build up was noted and treated with lasix. It was suspected that a real ventricular tachycardia episode occurred. The lead was reprogrammed. The patient will be monitored.

Manufacturer narrative:
Correction: date of event should have been (B)(6) 2017 (new date) rather than (B)(6) 2017 (old date).